Manufacturer narrative:
Insulin pump received with constant critical pump error. Problem isolated to electronic assembly. Unable to verify pump error 63, 54, or 4 alarm in the pump history due to pump unable to download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error, motor arm failed self-test and hal software error alarm detected. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting for critical pump error and customer was unable to perform the troubleshooting for other pump errors. The insulin pump will be returned for the analysis.